Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that unspecified pump battery issues occurred. There was no reported adverse impact to customer¿s blood glucose level. Ultimately, the pump began charging and the customer continued to use the pump for insulin therapy